Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that a day before this report, the infusion set tubing broke off while she was sleeping. Subsequently, her blood glucose level went up to 21.6 mmol/l. The site was at the buttocks and the pump was clipped to her pants. The infusion had been in use for two days and the infusions were stored in the kitchen. There was no stress or pull on the tubing as she slept on the side and the pump was not dropped with the set connected to her body. No further information available.